Manufacturer narrative:
Findings: unit received with blank display due to corroded electronic assemblies. Unable to perform rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Unit received with corroded motor assemblies. Unit received with light moisture damage to keypad traces. Unit received with cracked case at display window corners and case at reservoir tube window corners. Unit received missing end cap sticker.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer has a blood glucose level was unknown at the time of the call. The customer states that there is fluid/moisture under the screen of the insulin pump from caused by pool water. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.